Event description:
Reporter reported to our distributor that an autofeed high frequency vented humidification chamber cracked when used with an hfv oscillator. No patient consequence was reported.

Manufacturer narrative:
The device is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. We could not carry out a lot check as no lot number has been provided in this instance. Our monitoring and trending of incidents involving cracked mr290 chambers due to use with high frequency oscillators has a rate of occurrence of 0.0007% worldwide in the last year.